Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressively increasing capture thresholds and lead impedance readings. Therapies were programmed off. The lead remains in use.